Event description:
It was reported that, "implanted #1 9mm cs insert after cement hardened, the knee was a little loose in flexion/extension. Dr. (B)(6) explanted #1 9mm implant. There was no concern with the implant itself. The doctor then put a #1 11mm cs insert trial in the patient. The cs #1 11mm insert trial cracked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9610726-2011-00218.